Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing were performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test was performed and passed. Digital sound level meter test was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio intermittent test was performed and passed. Measure the speaker resistance was performed and passed. Receiver functional testing was performed and passed. The receiver log was downloaded for review, however the data was not applicable to the alleged issue. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.